Manufacturer narrative:
Per tandem user guide: in addition, you can set any or all of the following bolus settings: carbs (on indicates entering grams of carb; off indicates entering units of insulin). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level of 42 mg/dl; customer had carbohydrate feature off and delivered 10 units of insulin instead of entering 10 grams of carbohydrates. Reportedly, give two shots of glucagon and drank juice to address the bg. Tandem technical support assisted customer in turning carbohydrate feature on.